Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the handle was out of adjustment. Unit received without the end cap on the left bracket side. The unit needs repair, and replacement of worn or missing parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 4 of 4 reports linked to mfg report numbers: 3004608878-2021-00243, 3004608878-2021-00244, 3004608878-2021-00245. A facility reported that mayfield composite series base unit (a3101) was missing the black cap and not locking well. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.